Event description:
It was reported that the bent comb was noticed before surgery during inspection.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. This medwatch is being filed to relay additional information.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the comb is bent. No adverse event has been reported as a result of this malfunction.